Manufacturer narrative:
H.6. Investigation summary: additional information: b.5. Describe event or problem: it was reported that a patient suffered nerve damage related to the use of bd vacutainer® eclipse¿ blood collection needle. It was claimed that this may be due to irregular or burred needle tips. The patient was evaluated by a physician who confirmed the presence of a nerve injury. The following information was provided to bd by the initial reporter: material no. 368607 batch no. 8047731, 7181805. It was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. 1. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month. 2. Possibility that the irregular surface of the needle bevel could be contributing to falsely elevated potassium results. As red cells are pulled over the irregular surface of the back end of the beveled part of the needle, they are sheered causing increase in potassium. Lifelabs (ll) have noticed an increase in nerve injuries over past year, typically would see 5-6 over a year. There have been a total of approximately 10 claims over the past year, all with experienced phlebotomists. Ll has gathered various needles from old and current lots and taken photos in their histology lab. They still have these actual samples. Want to know if burrs/issues observed from photos could contribute to nerve damage upon venipuncture bd inquired on how they assess that a nerve injury has occurred. Ll indicated that at the time the needle goes in, patients can feel an immediate shock-like sensation that goes down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein. Most patients go on to experience pain, numbness, tingling, some for several weeks, others for longer. Most patients who have made this claim have been to see their physicians, who have in turn confirmed the presence of nerve injury. They have confirmed radial nerve injuries by asking the patient to hold arm out in front of them with palm up and turn it over, should produce symptoms if there¿s been a nerve injury. Most nerve injuries go away with time but can take 6-8 weeks, some have persisted much longer. Patients have experienced significant disruption in lives as they work with their hands (dentist, dental hygienist, etc.) Phlebotomists are experienced technicians nerve injuries have occurred with both 21g and 22g eclipse needles ll has changed sops such that phlebotomists do not go near nerves that are more likely to get injuries. Original sop instructed to use any of 3 different veins: 1-cubital, 2-median, 3-lateral veins. Changes to sop now indicate to use #1 or #2 in one arm, #1 or #2 in other arm, and only use #3 or consider using a butterfly in the back of the hand if #1 and #2 do not work. Some patients are getting venipunctures on a regular basis, some rarely nerve damage almost always occurs on the 1st stick when pain is felt on insertion, typically the phlebotomist will pull out the needle and try another vein in another arm depending on how comfortable patient is. Couldn¿t tell if they were using same eclipse gauge or switching to a wingset use of needle vs. Wingset not dictated by sop, depends on phlebotomist and patient if there is a burr, more likely to catch on nerve than if that wasn¿t there, doesn¿t take a lot to damage a nerve quite a few complaints from phlebotomists that they sometimes feel increased resistance from the needles or that they are not as sharp bd stressed the importance of providing lot numbers and samples, if possible from the needle that caused nerve damage, otherwise unused samples from the same shelf carton or lot ll will gather all photos and samples and will work to collect the samples from the facility d.1. Medical device brand name: bd vacutainer® eclipse¿ blood collection needle d.2. Medical device type: fmi. D.2. Common device name: hypodermic single lumen needle. D.3. Medical device manufacturer: becton, dickinson & co., (bd). D.4. Medical device catalog #: 368607. D.4. Unique identifier (UDI) #: (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8047731 d.4. Medical device expiration date: 2/28/2023. H.4. Device manufacture date: 2/16/2018. D.4. Medical device lot #: 7181805. D.4. Medical device expiration date: 6/30/2022. H.4. Device manufacture date: 6/30/2017. G.1. Manufacturing location: (B)(4). G.5. PMA/510(k) #: k982541. H.6. Investigation summary: bd received a total of fifty-two (52) samples from the customer consisting of: 45 samples from lot 8047731 of which 19 had torn unit labels and assumed to have been previously opened; 5 samples from lot 7181805 with torn unit labels and assumed to have been previously opened; and 2 samples that were missing the non-patient shield and therefore the batch number could not be identified. These samples were assumed to have been previously opened. Below is the summary of investigation that was performed: visual inspection was conducted on all samples received under magnification. Three (3) samples (1 from lot 8047731 and 2 from the unknown lot) exhibited some degree of point damage. However, as the three (3) samples are assumed to have been opened, it could not be concluded how the point damage occurred. The rest of the samples did not show any issue related to point damage. Penetration force testing was conducted on unopened samples only, and all samples met the required specifications. Additional inspection and testing were performed on retention samples from the known incident lots 7181805 and 8047731 and all samples met the required specifications. Additionally, bd received ninety-seven (97) photos. The batch number could not be determined as only a portion of the needle was visible from the photos. Upon evaluation of the photos, it was determined that the surface condition of the needles appears to be consistent with what may occur as a result of a manufacturing process step in the cannula manufacturing. Two (2) of the photos did display cannula with what appears to be damage to the IV point. This defect, if observed in manufacturing, would very likely be identified by the vision systems in production and product would be rejected. The point inspect vision system conducts an automated 100% inspection on all products and is capable of identifying and rejecting cannula points that do not meet our specifications, prior to the IV shielding process. We challenge the point inspect vision system every shift with known acceptable and defective points to assure its continued accuracy in detecting defective units. A review of the manufacturing records was completed for the known incident lots and no issues were identified related to point damage. Bd is reviewing specific areas in the manufacturing process where potential causes of this issue may have originated. The assessment (including visual inspection) performed by bd on the unopened samples did not demonstrate needle point damage. Furthermore, penetration force testing met specifications implying there is no change expected in needle insertion force during venipuncture practice. Based on these findings there seems to be no indication that the bd eclipse needles were a contributing factor to the complaints related to nerve damage. Review of literature indicates that nerves in the antecubital fossa lie in a plane beneath and in close proximity of the veins making them susceptible to injury during phlebotomy. Nerve damage is usually associated with poor venipuncture technique and may result as a consequence of excessive blind or lateral needle probing during difficult venous access which may in turn result in accidentally hitting a nerve in the vein vicinity. Additionally, it has been shown that there is large variation in location of veins and nerves in the antecubital fossa which suggests that nerve damage may even occur in non-traumatic venipunctures. [1-4] although, a review of the complaint trends does not indicate any other complaints similar in nature being reported, bd will continue to monitor complaints received for this device and this reported condition. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a patient suffered nerve damage related to the use of bd vacutainer® eclipse¿ blood collection needle. It was claimed that this may be due to irregular or burred needle tips. The patient was evaluated by a physician who confirmed the presence of a nerve injury. The following information was provided to bd by the initial reporter: material no. 368607 batch no. 8047731, 7181805. It was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. 1. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month. 2. Possibility that the irregular surface of the needle bevel could be contributing to falsely elevated potassium results. As red cells are pulled over the irregular surface of the back end of the beveled part of the needle, they are sheered causing increase in potassium. Lifelabs (ll) have noticed an increase in nerve injuries over past year, typically would see 5-6 over a year. There have been a total of approximately 10 claims over the past year, all with experienced phlebotomists. Ll has gathered various needles from old and current lots and taken photos in their histology lab. They still have these actual samples. Want to know if burrs/issues observed from photos could contribute to nerve damage upon venipuncture bd inquired on how they assess that a nerve injury has occurred. Ll indicated that at the time the needle goes in, patients can feel an immediate shock-like sensation that goes down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein. Most patients go on to experience pain, numbness, tingling, some for several weeks, others for longer. Most patients who have made this claim have been to see their physicians, who have in turn confirmed the presence of nerve injury. They have confirmed radial nerve injuries by asking the patient to hold arm out in front of them with palm up and turn it over, should produce symptoms if there¿s been a nerve injury. Most nerve injuries go away with time but can take 6-8 weeks, some have persisted much longer. Patients have experienced significant disruption in lives as they work with their hands (dentist, dental hygienist, etc.) Phlebotomists are experienced technicians nerve injuries have occurred with both 21g and 22g eclipse needles ll has changed sops such that phlebotomists do not go near nerves that are more likely to get injuries. Original sop instructed to use any of 3 different veins: 1-cubital, 2-median, 3-lateral veins. Changes to sop now indicate to use #1 or #2 in one arm, #1 or #2 in other arm, and only use #3 or consider using a butterfly in the back of the hand if #1 and #2 do not work. Nerve damage almost always occurs on the 1st stick when pain is felt on insertion, typically the phlebotomist will pull out the needle and try another vein in another arm depending on how comfortable patient is. Couldn¿t tell if they were using same eclipse gauge or switching to a wingset use of needle vs. Wingset not dictated by sop, depends on phlebotomist and patient if there is a burr, more likely to catch on nerve than if that wasn¿t there, doesn¿t take a lot to damage a nerve quite a few complaints from phlebotomists that they sometimes feel increased resistance from the needles or that they are not as sharp bd stressed the importance of providing lot numbers and samples, if possible from the needle that caused nerve damage, otherwise unused samples from the same shelf carton or lot ll will gather all photos and samples and will work to collect the samples from the facility.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a patient suffered nerve damage related to the use of an unspecified bd eclipse¿ needle. It was claimed that this may be due to irregular or burred needle tips. The patient was evaluated by a physician who confirmed the presence of a nerve injury. The following information was provided to bd by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month. Possibility that the irregular surface of the needle bevel could be contributing to falsely elevated potassium results. As red cells are pulled over the irregular surface of the back end of the beveled part of the needle, they are sheered causing increase in potassium. (B)(6) have noticed an increase in nerve injuries over past year, typically would see 5-6 over a year. There have been a total of approximately 10 claims over the past year, all with experienced phlebotomists. (B)(6) has gathered various needles from old and current lots and taken photos in their histology lab. They still have these actual samples. Want to know if burrs/issues observed from photos could contribute to nerve damage upon venipuncture bd inquired on how they assess that a nerve injury has occurred. (B)(6) indicated that at the time the needle goes in, patients can feel an immediate shock-like sensation that goes down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein. Most patients go on to experience pain, numbness, tingling, some for several weeks, others for longer. Most patients who have made this claim have been to see their physicians, who have in turn confirmed the presence of nerve injury. They have confirmed radial nerve injuries by asking the patient to hold arm out in front of them with palm up and turn it over, should produce symptoms if there¿s been a nerve injury. Most nerve injuries go away with time but can take 6-8 weeks, some have persisted much longer. Patients have experienced significant disruption in lives as they work with their hands (dentist, dental hygienist, etc.) Phlebotomists are experienced technicians. Nerve injuries have occurred with both 21g and 22g eclipse needles. (B)(6) has changed sops such that phlebotomists do not go near nerves that are more likely to get injuries. Original sop instructed to use any of 3 different veins: 1-cubital, 2-median, 3-lateral veins. Changes to sop now indicate to use #1 or #2 in one arm, #1 or #2 in other arm, and only use #3 or consider using a butterfly in the back of the hand if #1 and #2 do not work. Some patients are getting venipunctures on a regular basis, some rarely. Nerve damage almost always occurs on the 1st stick. When pain is felt on insertion, typically the phlebotomist will pull out the needle and try another vein in another arm depending on how comfortable patient is. Couldn¿t tell if they were using same eclipse gauge or switching to a wingset. Use of needle vs. Wingset not dictated by sop, depends on phlebotomist and patient. If there is a burr, more likely to catch on nerve than if that wasn¿t there, doesn¿t take a lot to damage a nerve. Quite a few complaints from phlebotomists that they sometimes feel increased resistance from the needles or that they are not as sharp. Bd stressed the importance of providing lot numbers and samples, if possible from the needle that caused nerve damage, otherwise unused samples from the same shelf carton or lot. (B)(6) will gather all photos and samples and will work to collect the samples from the facility.